Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had several issues. Customer¿s blood glucose was unknown at the time of incident. Customer reported that the insulin pump had a prime or rewind anomaly, buttons does not work, and had a back light anomaly. Customer declined troubleshooting. Insulin pump is not expected to return for analysis.

Manufacturer narrative:
Device received with no button response due to flattened (escape, act, up and down) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to verify rewind anomaly, prime/fill anomaly, back light anomaly and perform displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test due to no button response. No missing segment/partial display noted.